Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Our country representative in (B)(4) was contacted by a vns treating physician who reported that he had a vns patient with high lead impedance and their x-ray was normal. The patient's vns has been programmed off and at this time surgery has not been planned, but is likely. Good faith attempts have been made and thus far no further information has been attained. If further information is attained, another report will be sent. If surgery is planned attempts will be made for the explanted product to be returned for analysis.